Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump display was solid white. It was also declined troubleshooting for high blood glucose. Blood glucose level was 280 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display followed due to cracked and bleeding lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit received with minor scratched display window, case and keypad overlay.